Event description:
The manufacturer's representative reported that during a study a "broken catheter" was detected. The patient had been experiencing a "loss of therapy" the patient's drug delivery system (pump and catheter) were explanted and replaced after 48 months implant duration. The patient recovered from surgery without sequela. The drug contained in the patient's pump was morphine (20 mg/ml) delivered at 7.25 mg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.